Manufacturer narrative:
Supplement #1 - medwatch sent to the FDA on 18/dec/2019. Device evaluation summary: the device was returned to apollo on 12/sep/19, and a visual inspection was performed. It was noted the device was received deployed. The balloon was noted to be discolored, as the shell and center patch were blue in appearance. One large tear covering approximately 50% of the balloon shell was noted on the device. The tear was noted to be traveling perpendicular to the radius of the device, from the anterior portion of the device to the posterior portion of the device. Two openings were noted on the posterior portion of the balloon shell, near the tear. Due to the large tear in the balloon, no functional testing could be conducted.

Manufacturer narrative:
The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. A review of the device labeling notes the following: warnings and precautions: the physiological response of the patient to the presence of the orbera system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications: possible complications of the use of the orbera system include: gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Abdominal or back pain, either steady or cyclic.

Event description:
Reported as: a patient with the orbera intragastric balloon had "complained of pain and gas symptoms. On x-ray, it was found a balloon with hyperinflation. Orbera was exchange after 2 months of treatment."